Manufacturer narrative:
In the initial report, the lot number was mistakenly reported as 7487323. However, the lot number is unknown. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth round moderate profile 325cc saline breast prosthesis, cat. #3501650, serial #(B)(4). Manufacturer¿s reference number: (B)(4)

Event description:
It was reported that a (B)(6) -year-old female patient underwent a breast augmentation revision procedure with a mentor smooth round moderate profile 325cc saline breast prosthesis that deflated after implantation. As a result, the patient underwent bilateral explantation and replacement with mentor smooth round moderate profile 325cc saline breast prostheses on (B)(6) 2017.

Manufacturer narrative:
Device evaluation summary: upon receipt at mentor, the device was found to be returned without fluid. Yellow material was observed within the device. No foreign material was observed on the shell surface. The product evaluation team discovered a rent at the shell to patch junction. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Given that no lot number was provided, a device history record (DHR) review cannot be performed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).